Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e315 error message was fluid invasion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope displayed an e315 incompatible scope error message. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide manufacturing date. Updated fields: g4, h2, h4 and h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.